Event description:
During insertion on (B)(6) 2014, there was shearing off of the... The fragment was retrieved on (B)(6) 2014. While using fluoroscopy for guidance, the tip of a large caliber spinal needle was placed within the thecal sac via a left l2/l3 interlaminar approach. Csf was obtained. Initially lumbar drain was inserted through the spinal needle and extended superiorly to approx the t10 level, but would not advance further; the catheter seemed to turn back on itself; it was at that instant that the wire to the drain was visible outside the needle. This catheter was removed. The second lumbar drain was inserted through the spinal needle and was able to be successfully traversed superiorly up the thecal sac to the mid t7 level. Spinal needle was removed. Pt tolerated procedure well. At the end of the procedure approx 15cm of the initial lumbar drain was noted to be sheared off and likely located within the pt's thecal sac. CT scan showed lumbar drain entering at l2-l3 level and tip at l7. A fragmented lumbar drain was seen at the t10 to l3 level on the right. On (B)(6) 2014, pt had surgery to remove the intrathecal catheter fragment.